Manufacturer narrative:
The pump gave a button error alarm, and had no button response due to corroded keypad traces. No scrolling numbers on the display were noted. Unable to verify the low battery or battery out limit alarms, or perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests due to the button keypad anomaly. The pump also had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error; the customer had cleared the initial alarm and then the button error recurred. The patient's blood glucose at the time of incident wa 465 mg/dl, which he treated with manual insulin injections. He stated that he had gone into diabetic ketoacidosis, though it was not diagnosed since he did not go to the hospital. Troubleshooting was initiated for the button error alarm. The customer mentioned that he had removed the battery and put it back in but received a battery out limit alarm. He also mentioned that the down arrow on his pump had gotten stuck, so the menu would scroll down continuously without his input. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.